Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was enrolled in the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) 6.0 x 60 mm stent to treat a restenotic lesion in the left superficial femoral artery (sfa) proximal third. An antegrade approach was used and the lesion was pre-dilated with percutaneous transluminal angioplasty (pta) and atherectomy. A non-bm3d bare metal stent was also placed after the bm3d stent implantation. On (B)(6) 2022, a restenosis of the treated segment (target lesion) was identified and it was reported as possibly related to the device and not related to the procedure. It was target lesion-related. It required laser atherectomy and drug coated/eluting balloon (dcb/deb) of the right proximal sfa on (B)(6) 2022. The intervention was a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. Veryan became aware of this event on 13-mar-24.